Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system for left hip and leg to foot pain on (B)(6) 2010, consisting of an ipg, two percutaneous leads and two lead anchors. It was reported that the pt's leads and anchors were replaced to rectify his previously reported stimulation issue (reference MFR report # 1627487-2011-00259).